Event description:
Related manufacturer reference number 1627487-2019-04956.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#1627487-2019-04956. It was reported that the scs system was auto reducing. X rays revealed left t12 lead fractured ( also confirmed on fluoroscopy and visibly) and lead diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was explanted and replaced. Therapy was restored.